Event description:
The customer reported that during the rf ablation procedure, a snapping sound was heard from the cord connecting part of the pad. When the user checked, it was found the connecting part had became hot. The pad was replaced. Initial eval of the incident pad found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.